Event description:
It was reported that patient was revised on a right hip due to pain. Debridement was performed and liner and ball were exchanged. During the procedure, a 32 10 degree trial liner/screw broke while being inserted.

Manufacturer narrative:
Additional devices listed in this report: catalog (g) long description (g) lot/serial #6570-0-132 delta v-40 ceramic head 32/0 (B)(4)9390110 exeter 2.5 I m plug 10mm (B)(4)at this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Corrected data: manufacturing date. An event regarding pain and debridement involving a trident liner was reported. The event was not confirmed. The reported device was not returned for evaluation. A DHR indicated that the reported device was manufactured and accepted into final stock. There have been no other events for the reported lot. The event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and insufficient medical information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that patient was revised on a right hip due to pain. Débridement was performed and liner and ball were exchanged. During the procedure, a 32 10 degree trial liner/screw broke while being inserted.